Manufacturer narrative:
The technician found that the brake caster was worn and the cam pivot was broken. He replaced the caster and the cam pivot to repair the bed.

Event description:
Info received indicates when the brakes were activated, the brake caster would continue to swivel.